Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. One sample of a 1 ml luer lok syringe (part number 309628) was received and evaluated. The sample was received loose, and no visible defects were observed. The condition is considered acceptable per product specifications. Based on the complaint description, the reported issue appears to be the absence of a stop ring on the plunger rod; however, this feature is not part of the product design and is not required per the applicable product specification. A device history record review was completed for material number 309628, lot 5323561. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and the reported condition will continue to be tracked and trended. The information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had absence of stop ring. On (B)(6) 2026: when reconstituting a botulinum toxin solution, the nurse used the syringe to withdraw saline, which spilled onto the cart. The syringe had no stop at the end of the plunger. Risk of losing an expensive product. Risk of cutaneous exposure to botulinum toxin. Action taken: take another syringe. Response received on:03/24/2026 10:52 pm - interne. (B)(6). It's not a question of a missing cap the problem concerns a faulty fit between the syringe barrel and the plunger during sampling. If used, are samples contaminated with blood cytotoxic medication unknown. None of the options in the table apply. The syringe is not contaminated only saline solution has been withdrawn.